Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc catheter was defective. This occurred on 2 occasion. The following information was provided by the initial reporter: during the puncture, the catheter tube could not enter the vein, and it was found that the combination between the catheter tube and the needle was not tight, resulting in the puncture failure. The patient complained, which affected the nursing work. The clinical requirement was to replace the remaining indwelling needles of this batch number.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/19/2021. H.6. Investigation: a device history review was conducted for lot number 0357695. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally microscopic inspection of the catheter tubing allowed our engineers to identify small abrasions on the tip of the tube, which could complication the insertion of the device. The root cause for this event is related to the manual inspection process. Small abrasions are common in the manufacturing process and are monitored through a mandatory inspection for all manufactured units. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn non-pvc catheter was defective. This occurred on 2 occasion. The following information was provided by the initial reporter: during the puncture, the catheter tube could not enter the vein, and it was found that the combination between the catheter tube and the needle was not tight, resulting in the puncture failure. The patient complained, which affected the nursing work. The clinical requirement was to replace the remaining indwelling needles of this batch number.